Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: visual inspection of the returned device revealed a broken tip with an oblique fracture. Microscopic examination of the fracture surface showed a rough, uneven texture with distinct shear lips and fibrous regions, indicating the material underwent bending and stretching before failure. Additionally, a small corrosion spot was observed on the fracture surface, which may have contributed to material weakening.¿ additionally, a hardness test revealed the device to meet the required specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The fracture occurred as a result of impactful torsional loading, likely compounded by off-axis stresses, consistent with the observed catastrophic fracture. Microscopic examination revealed corrosion marks on the fracture surface, indicative of repeated reprocessing and cleaning cycles, which may have contributed to localized material degradation. If more information is provided, the case will be reassessed.

Event description:
The screwdriver tip broke during a primary reverse shoulder arthroplasty. The tip was removed from the patient. The patient was not affected.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The screwdriver tip broke during a primary reverse shoulder arthroplasty. The tip was removed from the patient. The patient was not affected.